Event description:
An altitude alarm was declared by the pump, but there was no adverse impact to the customer¿s blood glucose level, as the insulin was not suspended. The customer resolved the issue by replacing the cartridge, and the pump resumed normal operation with tips from technical support to prevent future altitude alarms.